Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a dexcom g7 intermittently lost signal to the ilet while remaining connected to the dexcom app, resulting in repeated reconnecting alerts and absence of sensor glucose data on the pump until the user re-paired and restarted the pump, after which readings resumed. Symptoms included temporary unavailability of cgm data on the pump. Outcomes included no injury, no medical intervention, and restoration of data after troubleshooting. Investigation included remote troubleshooting and user education, including instructing the user to toggle bluetooth, re-pair the cgm, and restart the pump. Investigation of this case revealed a transient communication issue between the cgm and the ilet consistent with brief sensor or connectivity disruption, which resolved after standard reconnection steps. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interruption that was remediated by re-pairing and device restart.